Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the barbed suture was used. During the surgery, the barbed suture started to shred while suturing. Another like suture was used to complete the procedure. There were no patient consequences reported.